Event description:
Per complaint (B)(4) , a dental implant's internal hex stripped out during an attempted placement. The implant was able to be backed out and was replaced with another implant of the same size within the same procedure. No adverse patient consequences were reported.